Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing was not connected to the site while she unwound it. The blood glucose was 206 mg/dl at the time of this event. No further information available.